Event description:
It was reported that the patient underwent a revision surgery of the right hip on (B)(6) 2017, 7-years post implantation, due to pain, hip weakness, altr, and elevated metal ion levels in blood. During the revision, the internal bearings (metal liner and modular head) were explanted and replaced with an oxinium head and xlpe liner. All suspicious tissue of metallosis was removed. The current state of health of the patient is unknown.

Event description:
It was reported that revision surgery was performed due to pain.